Event description:
It was reported by service report that the fowler was unable to be raised and lowered completely, and the gas cylinders were drifting and spongy. No pt involvement or adverse consequences are reported.